Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the programmer will not connect to the ins. Caller stated they tried to connect to the ins in 4 different locations in the hospital. Caller states at first the message displaying indicated that they couldn't connect to the ins but then they saw the message "all data is lost". Caller noted patient (pt)  said they have not tried to connect to the ins in over a year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the managing healthcare provider(hcp) reported getting message on handset that said "internal device lost all data; contact your clinician" with only option to 'end session.' The hcp confirmed name of prior managing hcp who has since retired. Please see secure note for hcp details. The hcp said they've gotten this message on both clinician and patient apps. They said they were able to run an impedance check, but then the message appeared preventing them from seeing results. Agent placed hcp on hold while pulling up information about message. When agent took them off hold, the hcp said they had been navigating the app and discovered the patient had a low battery life. Agent reviewed meaning of message and possibility of that coupled with low battery life could lead to possible battery replacement. When asked about need for sending patient list of local managing hcps, they declined and said they would be able to navigate that matter for the patient. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.